Manufacturer narrative:
Evaluation of the returned jet7 confirmed an ovalization in the proximal shaft. If the device is forcefully retracted from a sheath catheter at an extreme angle during the procedure, damage such as an ovalization may occur. During functional testing, the jet7 was unable to advance through a demonstration neuron max due to the ovalization in its proximal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2021-01545. Section g. Box 5. 510(k).

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jet7 and neuron max. After completion of the first pass, the physician removed the jet7 to flush it and noticed the proximal end of the jet7 was ovalized. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.